Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported via social media that the patient went to the emergency room (ER) with blood glucose (bg) values that reached 516 mg/dl. The personal diabetes manager had reportedly been giving incorrect bg readings. The patient was in the hospital for 5 and 1/2 hours.